Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that patient (pt) had not used their implanted neurostimulator for at least a couple of years because they had some issues getting in touch with someone like 2 years ago about ongoing issues. Caller stated that the patient felt like the implanted device didn't give them enough relief to bother with it when they had trouble charging - every time the patient tried to recharge, it would say no device found so they gave up and stopped using ins. Caller said patient was most recently with the healthcare provider who called the rep on behalf of pt. Caller was not with the patient at the time of the call. Caller mentioned when interrogating device, they were unable to pull any info due to how long it had been since pt last used ins. 2023-dec-12: additional information was received from a manufacturer representative (rep). The rep reported that. Rep was made aware that patient had not used their ins in over 8 months and did not bother charging it. Patient did not bring their controller along but had the recharger. Rep tried to interrogate patient¿s device with their tablet, but it kept giving her ¿no device found¿ message. There were no issues with the pocket or ins. Patient was going to call rep after getting the replacement recharger but never did. Rep thinks patient does not use the device or care about using the stimulation. Rep called the patient last week to ask if they got the device. Pt confirmed they did receive the charger but have not had time to try charging. Rep let patient know to call her if they needed any help. Rep said she will update if any further information becomes available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.